Event description:
It was reported that when a radiograph was taken of a patient who underwent posterior fixation surgery on (B)(6) 2025 the surgeon found a metal fragment near the bottom of the spinal screw inserted into left side of th6. We checked instruments used in the surgery and we found similar shape lack at the bender. The surgeon plans next surgery on (B)(6) 2026. Also, the fragment will be removed in the surgery.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.